Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states patient tested 2.0 inr on the coaguchek xs system. Patient was taken to the hospital complaining of pain; a lab value returned as 11.6 inr approximately 6.5 hours after patient's meter result of 2.0 inr. Patient was treated with vitamin k and admitted to the hospital for 3 days. Caller noted patient was missing 8-9 coumadin tablets; caller believes patient inadvertently took coumadin instead of her pain medication. Patient and patient's family have denied this. Patient's condition has improved. Requested return of suspect device and replacement was sent.